Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following removal of the dilator from the sheath, and insertion of a farawave catheter into the sheath, aspiration of the sheath was performed. At this point, a significant amount of air entered the sheath from the sheath valve and was visible in the flushing line. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following removal of the dilator from the sheath, and insertion of a farawave catheter into the sheath, aspiration of the sheath was performed. At this point, a significant amount of air entered the sheath from the sheath valve and was visible in the flushing line. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath was received for analysis. It was further reported that there were no abnormalities noted during preparation. A pressure bag was used for irrigation of the sheath and the flow rate was described as dripping. Air bubbles were observed in the sheath shaft, flushing line, and syringe. No air was observed in the patient.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears by the center slit on the external and internal valves. This pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following removal of the dilator from the sheath, and insertion of a farawave catheter into the sheath, aspiration of the sheath was performed. At this point, a significant amount of air entered the sheath from the sheath valve and was visible in the flushing line. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for laboratory analysis. It was further reported that there were no abnormalities noted during preparation. A pressure bag was used for irrigation of the sheath and the flow rate was described as dripping. Air bubbles were observed in the sheath shaft, flushing line, and syringe. No air was observed in the patient.